Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clincial investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique charateristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided. Additional manufacturer narrative attached.

Event description:
This MDR is being filed as exposed implant material. It was reported that the patient experienced chronic urinary tract infections following a urethral bulking implant procedure performed in 2006. The patient was treated with several rounds of antibiotics, but the issue did not resolve. Patient also complained of urgency and frequency and then her incontinence worsened. Five months post-op, the doctor performed a cystoscopy and found bulking material extruding out of the urethra. The doctor attempted to remove the material, but he needed a bridge for his scope that would allow him to deviate the scope at an angle so that the material could be retrieved with grasping forceps. The doctor sent the patient home with another round of antibiotics and hopes to be able to remove the implant at a later date. The patient's family does not want the patient to be anesthesized. The patient had no history of urinary tract infections prior to the implant procedure and only saw minimal improvement from the implant for about two weeks. No further complications have been reported.